Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the infusion sets not sticking. She also saw a lump that started to dissipate. Customer's blood glucose level was 400 mg/dl. She had an allergic reaction to the sensor tape. The customer treated her high blood glucose level with a manual injection. The device was not returned.